Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with hardware on (B)(6) 2012 for a distal radius fracture. Patient was returned to the operating room on (B)(6) 2013 for removal of the va locking screw. Reportedly bone union was achieved. During the screw removal, it was noted that the broken screw was removed without any resistance. The doctor found the breakage of the screw at the root of the screw head. The doctor was able to remove the screw thread using with the kocher tool without shaving the bone around the screw. There was no remaining hardware inside the patients arm. X-ray image diagnosis taken (date unknown) did not reveal a broken screw. The breakage of the screw was likely before the removal, because the doctor could remove it without any resistance. Reportedly this patient was classified as a2 type and an overlord to the implant was not likely.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complained va locking screw was forwarded to the responsible product development manager. The result, the screw head is broken off the shaft and the entire screw is used. Unfortunately we are not able to determine the cause which has lead to the mentioned malfunction due to severe damages on the locking thread and the broken off head. No product fault could be detected.